Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76590be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 76590be00 was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg for a 32 year old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial toxo igg result= 8.8 iu/ml. A new sample was sent to the laboratory, sid (B)(6), repeat result= < 0.20 iu/ml. The initial sample (sid (B)(6)) was repeated with results= < 0.20 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p45-32, that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg for a 32 year old female. The following results were provided: 24dec2025, sid (B)(6), initial toxo igg result= 8.8 iu/ml. A new sample was sent to the laboratory, sid (B)(6), repeat result= < 0.20 iu/ml. The initial sample (sid (B)(6)) was repeated with results= < 0.20 iu/ml. There was no impact to patient management reported.